Manufacturer narrative:
During the evaluation of the device at the manufacturer¿s service center, ¿service required¿ codes were found in the ventilator¿s downloaded error log. The device¿s system board will be replaced to address the issue. Device has been evaluated but not repaired, pending customer approval of the estimate.

Event description:
The manufacturer received information from a third party service center alleging a ventilator failed a step during testing. The device was not in patient use.